Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer had been struggling with high blood glucose leves for the past three weeks. Customer stated that insulin and air would frequently draw backward into tubing after performing manual prime. Customer reportedthat anomaly didnot occur when she primed 20 units of more though. Customer was advised that problem sounded like a set or reservoir issue due to the fact that it was occurring prior to reservoir being placed into pump to complete the priming process.